Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. The device was returned and manufacturer could not confirm particles in air path during device evaluation. There was no report of patient harm or injury.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer completed an internal visual inspection of the device. The manufacturer found no evidence of foam degradation. The device's downloaded event log was reviewed by the manufacturer and found no errors logged. The manufacturer concludes no evidence of sound abatement foam degradation or breakdown.